Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was carried out based on the available information, the analysis of the logfile regarding a potential malfunction of the device as well as on the analysis of the received motor in the manufacturer¿s lab. The evaluation of the motor in the manufacturer's lab revealed that there were several positions where the motor had got stuck due to a mechanically abraded collector disc. The motor speed is being monitored continuously and, the speed fluctuations result in a deviation between measured and expected piston position. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent which enabled the user to bridge patient support during the particular surgical procedure until a replacement device was made available. Drager finally concludes that the device responded as specified upon the malfunction of a single wear-and-tear component. Based on the log file evaluation the motor was operated for 116% of the specified lifetime i.e. It has lasted longer than expected. The repair exchange has fully solved the device problem; no patient consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during use. Ventilator failure alarm was generated. The patient had to be ventilated manually. There was no patient injury reported.